Event description:
The pt had previously undergone instrumentation of a comminuted left intertrochanteric femur fracture, which was performed at the hospital. This surgery was performed by a different surgeon, and it reportedly went uneventfully. However, approximately three months later, the pt developed severe pain in her left hip, and she developed what appeared to be a nonunion and/or malunion of the left intertrochanteric femur fracture. The intertrochanteric region had collapsed, and it had shifted laterally, which resulted in shortening of the leg. Her hip fracture was fixed with a biomet adjustable hip screw and plate. My surgical plan was to remove the plate and lag screw into the femoral head and evaluate the pt for a nonunion, and if a nonunion was found, to revise her to a hemiarthroplasty. This would have ideally been done through a posterior approach to the left hip joint. The initial part of the procedure involved a lateral approach to the proximal femur, to remove the screws in the side plate and remove the plate and lag screw. During this procedure, the screws in the side plate were removed without difficulty, and the locking compression screw was removed. However, the large lag screw in the femoral head was jammed with the plate, and it could not be removed. Since it was unable to be removed, I had to literally approach the left hip joint through an anterolateral approach and dislocate the femoral head, in order to remove the implant. For 25 years, I have electively removed hardware from hip fractures that were bothering patients symptomatically, and I have never encountered this difficulty. If this situation only required removal of the hardware, then this obviously would have significantly compromised and adversely affected this pt's outcome. In this particular case, there was a nonunion, and the pt needed to be converted to a total hip arthroplasty with a revision type femoral stem. What concerns me is that I believe there is a design flaw that allowed these two components to somehow bind and not be able to be disassembled. Being able to remove hardware from a pt without causing undo trauma should be a consideration for the FDA. Dates of use: 2008 - 2009. Diagnosis or reason for use: subtroc fx left; redo for non-union. Event abated after use stopped or dose reduced? -yes.